Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation: no product has been returned for evaluation. According to the additional information, the product may not be released for months. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of helium loss alarm is not able to be confirmed. No product has been returned for evaluation. If the product is returned at a later date, an evaluation of the product will take place. The root cause of the original complaint is undetermined.

Event description:
It was reported that the event involved a patient experiencing cardiac arrest. While in the cardiac cath. Lab on the morning of (B)(6) 2015 the iab was prepped and inserted via a sheath into the patient's femoral artery. There were no issues during the insertion. It was reported that the iab was initially working post insertion, but shortly after, the iab stopped augmenting and the pump was alarming helium loss. The decision to change out the 40cc balloon was immediate when the helium loss alarm went off. The first iab was removed and a second iab inserted successfully in the same insertion site using the same sheath. There was a 5 minute delay in iabp therapy until the second iab was inserted. While still in the ccl the patient began to code shortly thereafter. There were no strips generated as the patient was undergoing a code at the time. The md noted that there were no waveforms; the patient received ongoing CPR (cardiopulmonary resuscitation)/ code. The patient expired. According to the md, the iab did not contribute to the patient's death, as well as, the delay in therapy did not contribute to the patient's death.

Event description:
It was reported that the event involved a pt experiencing cardiac arrest. While in the cardiac cath. Lab on the morning of (B)(6) 2015 the iab was prepped and inserted via a sheath into the pt's femoral artery. There were no issues during the insertion. It was reported that the iab was initially working post insertion, but shortly after, the iab stopped augmenting and the pump was alarming helium loss. The decision to change out the 40cc balloon was immediate when the helium loss alarm went off. The first iab was removed and a second iab inserted successfully in the same insertion site using the same sheath. There was a 5 min delay in iabp therapy until the second iab was inserted. While still in the ccl the pt began to code shortly thereafter. There were no strips generated as the pt was undergoing a code at the time. The md noted that there were no waveforms; the pt rec'd ongoing CPR (cardiopulmonary resuscitation)/code. The pt expired. According to the md the iab did not contribute to the pt's death, as well as, the delay in therapy did not contribute to the pt's death.